Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited r-wave amplitude variation, no capture, and oversensing. Patient experienced an inappropriate shock due to oversensing. X-ray confirmed lead dislodgement. The lead was extracted and replaced. Patient was stable through the event.